Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. Customer's blood glucose level was 293 mg/dl.